Event description:
The autopulse only functions when you jiggle the battery in the board.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. Visual inspection of the returned autopulse platform revealed a sticky encoder shaft due to worn-out clutch plate. The reported problem was not confirmed, unable to duplicate the failure.. The archive data analysis showed multiple "under voltage 18v" and multiple "battery lost". During service, observed the device power on itself when the battery is inserted into the device, defective power distribution board and the component was replaced. In addition, the archive also showed multiple alarm_ID 7 (discrepancy between load 1 and load 2) which could be due to the object's weight on the platform continuously to shifted and changed. However, the load cell characterization testing confirmed that the load cell modules are functioning properly. The cause for alarm_ID 7 could be due to user error. No adverse event reported. No conclusion can be drawn for the problem description. An initial assessment of reportability was conducted within required timeframes. The initial assessment was prior to the revision date of the MDR policy (13 aug 2012). This MDR is submitted per the revised policy.